Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the patient reported that the pump exhibited intermittent alarms of "upstream occlusion". No patient injury reported.

Manufacturer narrative:
Other, other text: customer reports that there was intermittent alarms of upstream occlusion on cadd pumps. Tamper seals were still in tact, device in good condition. No other fault found failed dso,device gone through normal testing process and can not replicate the problem. Unable to determine what cause the problem. Device seem to be functioning accordingly, require preventative maintenance.

Event description:
It was reports that the intermittent alarms of upstream had occlusion on cadd pumps. No patient injury was involved.